Event description:
It was reported that the intraocular lens appeared opaque after an unspecified lens implant duration. The lens was explanted. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.